Manufacturer narrative:
At this time, the lead is not expected to be returned. Should additional information become available, or if the lead is returned and analyzed, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements greater than 2,000 ohms and had a conductor fracture. This rv lead was explanted and replaced. No additional adverse patient effects were reported.